Event description:
It was reported that the left ventricular (lv) lead exhibited decreasing impedance measurements and high pacing thresholds, leading to increased power consumption by the device. An alert was also received for lv non-capture. Technical services (ts) was contacted, and ts recommended replacing the lv lead. No adverse patient effects were reported.